Event description:
During a pocket revision procedure, this lead exhibited out of range impedance and threshold values. The representative noticed that an event record to the device memory on (B)(6) 2009 demonstrated correct impedance and threshold values. The physician elected to cap this lead and replaced it. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.